Event description:
A reported incident involving primary plum set, clave secondary port, clave y-site, secure lock, 103 inch it was reported that black flecks were found in the tubing drip chamber. There was no patient involvement and harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.